Event description:
It was reported an angioplasty procedure was being performed on a patient's right humeral shaft fistula in interventional radiology. While inserting the sheath the tip became kinked. As a result, it was replaced with an 8fr terumo sheath and the procedure continued. There was no delay in treatment and no pt death or complications reported.